Event description:
During a transfemoral tavr procedure, the delivery balloon ruptured upon valve deployment. Per report, the bav was completed without incident. The physician had requested 1cc be taken out of the atrion for a total volume of 32cc. The valve was able to be fully deployed and positioned well. Only trace ai was noted. There was no harm to the patient or need to post dilated the patient native annulus measured 24mmx28mm by CT with an area of 546mm². The patient had moderate annular calcification and severely calcified native leaflets. Per report, the patient's heavily calcified native valve and oversized balloon contributed to the balloon rupture.

Manufacturer narrative:
The device was discarded there it was not returned to edwards for evaluation. Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, per report, patient factors (severely calcified native valve) in combination with an oversized balloon (nominal inflation volume is 33ml) contributed to the balloon rupture. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.